Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of approximately 14mm, which resulted in moderate paravalvular leak (pvl). A second valve was implanted valve-in-valve, which corrected the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The observed paravalvular leak (pvl) was most likely was due to sub optimal position as the valve was implanted at a reported depth of approximately 14mm. Optimal placement of the bioprosthesis, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so the skirt is within the aortic annulus. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. (B)(4).